Manufacturer narrative:
The pump passed the displacement test. However, the pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. The drive support was inspected and no anomaly noted. The pump was received with broken reservoir tube lip. The pump was received with missing o-ring and end cap sticker. The pump was received with cracked case at reservoir tube window corners, minor scratches on lcd window, and with corroded battery tube.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the pump was cracked at the reservoir compartment. The customer's blood glucose level at the time of incident was 117mg/dl. The customer also states receiving motor error alarm. The customer was advised the pump would have to be replaced and returned for analysis. The customer declined to troubleshoot for the motor error due to pump being replaced.